Manufacturer narrative:
(B)(4).

Event description:
A bridge bolus was incorrectly performed. When old was 1800/ 4000 for baclofen (primary) - 295/ 655 for dilaudid, new was programmed as 1800/4000 when, in actuality, dose is 1800 and concentration was ordered incorrectly at 1800mcg/ml. This meant pt would be getting only 810 mcg/day and 500 mcg/day of dilaudid i.e. Too low baclofen and too high dilaudid. System contents were to be removed, and correct drug was to be placed into the pump. Add'l info has been requested, but was not available as of the date of this report.